Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the dicom relationship between the system and the customer's network and determined that heavy population of data within the work list "comments" field was driving a delayed impact on system functionality. The customer was instructed to not retrieve this particular field when downloading work list information as a temporary workaround. The system was tested and functioned properly after removing the "comments" section from the work list query. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.